Manufacturer narrative:
(B)(4). Additional information: one ple60a instrument was returned in bubble wrap, not in original ees package. The packaging materials were not available for return so the complaint could not be verified. If the packaging materials become available, analysis will be performed.

Event description:
It was reported that during an unknown procedure, the packaging was compromised and therefore device contaminated. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was there an issue with opening the packaging that compromised the sterility of the device? Was there a hole, tear, puncture, open or incomplete seal in the tyvek or blister prior to opening? There was an issue with the packaging being torn. The circulator said the paper covering on the back looked worn and thought there was a tear in it.